Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding dislocation involving a metal head was reported. The event was confirmed. The device was evaluated. The material analysis report indicated that the femoral head taper had variations in surface texture and contained adhered debris. The debris composition was consistent with a corrosion product. No material or manufacturing defects were observed on the devices examined. X-ray copies, all undated, include two ap¿s of the left total hip arthroplasty with the hip dislocated and two ap¿s of the left hip with the hip reduced in nominal position and with no screws in the acetabulum. One ap of the pelvis demonstrates the left hip with the same stem and the shell, and it is now reduced with a constrained liner in situ. However, the clinician confirmed the event but could not determine a root cause. DHR indicated that all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided, further information is needed.

Event description:
It was reported that the surgeon was revising a thr for dislocation (femoral head popped out of liner). The patient had an accolade tmzf stem, trident hemispherical cup, poly liner & metal head. When he removed the head from the stem, black flecks fell out and inside the head there was all black material . The surgeon replaced the poly liner with a trident constrained acetabular liner and a 22mm metal femoral head.

Event description:
It was reported that the surgeon was revising a thr for dislocation (femoral head popped out of liner). The patient had an accolade tmzf stem, trident hemispherical cup, poly liner & metal head. When he removed the head from the stem, black flecks fell out and inside the head there was all black material . The surgeon replaced the poly liner with a trident constrained acetabular liner and a 22mm metal femoral head.